Event description:
It was reported by the customer that PICC insertion procedure, dilator buckling upon insertion into skin, over guidewire. Unable to advance into skin. Dilator removed. New dilator placed without issue. There was no apparent harm reported. 5/1/2025: during evaluation, the returned device exhibited a large split in the distal tip.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a damaged microintroducer was confirmed; however, the cause could not be determined. One 4.0 f microintroducer with peel apart sheath was returned for evaluation. A microscopic observation revealed a relatively large and straight spilt in the distal tip of the introducer sheath. Some plastic deformation was observed, which was observed to curl inward. Use residue could be seen on the sample and the cannula of the introducer was slightly bent. There were no distinguishing features in the returned sample of the device which could aid in identification of a specific root cause. This complaint will be recorded for future trending and monitoring purposes.